Manufacturer narrative:
Co received 5 used sets for testing. Four vents were confirmed for leaking at the proximal air vent. The test and investigation has progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process of filter manufacturing. The vendor has since corrected their process such that this type of defect is less likely to occur.

Event description:
Rec'd report of tubings leaking at the filter air vent. A home pt lost one day's therapy of tpn. The nurse was called to the home and the tubing was changed. No pt harm reported. The pt later expired 11/07/97 unrelated to the event.